Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was associated with a system infection. Surgical intervention was performed, and the crt-d system was explanted. The patient developed a pericardial effusion after the procedure and experienced cardiac tamponade and later passed away. No additional adverse patient effects were reported.